Event description:
It was reported when the device was used during a low anterior resection procedure, it fired an incomplete staple line. The case was completed using sutures. There was no patient consequence.